Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. Customer blood glucose level was 37 mg/dl. It was not stated how they treated for the low blood glucose. The customer stated having issues with the sensor which included problems with the sensor glucose values and blood glucose levels. Troubleshooting was provided but the issue was not resolved. The device will not be returned for analysis. It was not stated if the auto mode feature was in use.